Event description:
Holmium laser started making popping sounds. Light glide changed immediately. Uor was done. Laser fiber comes 3 each in box. We didn't have any problem with other two fibers and used many times with other lot number's fiber. Has been no problem. Diagnosis or reason for use: ureter stone.